Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported shaft separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that when the 2.75 x 15 mm nc trek was removed from the packaging tube/coil, the proximal shaft was separated. There was no damage noted to the packaging coil and no resistance during removal of the device from the coil. The device was not used. A new unspecified balloon was used to continue the procedure. There was no clinically significant delay in procedure. No additional information was provided.